Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Procedure to remove granulated tissue was performed multiple times (dates not reported); however, the issue could not be resolved. It was also reported that the patient received oral antibiotics (type and date not reported) due to skin infection.

Manufacturer narrative:
(B)(4). Implanhted device remains.